Event description:
A physician implanted an everflex entrust for treatment of a plaque lesion with 50% stenosis in the mid superficial femoral artery. There was mild tortuosity and calcification. The lesion was pre-dilated with a 5x100mm pre-dilation device. The device was prepped as per the IFU with no issues identified. It was reported there was difficulty removing device following stent deployment. There was no resistance during advancement. No patient injury was reported. Update on 26-feb-2024: delivery system was removed with some difficulty. The stent was deployed but tail end was given difficulty to spin wheel.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned with the red locking pin out of the device, the lock tube was broken away from the lock pin and not returned. The black pulley wheel was out of the device and the gold inner sheath was coming out through a separation in the back of the handle of the device. The device was identified by the strain relief, no stent was returned with the device. The back of the handle was separated, and the gold inner sheath was coming out of the handle, there was a kink adjacent to the back luer / hub. The red lock tube was not returned with the locking pin, but the point of detachment / break could be observed. A kink was observed at approx. 8.5cm from the distal tip of the device. Handle was dismantled and the pull cable was observed to be broken away from the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.